Event description:
The catheter got cut in surgery. The catheter was revised on (B)(6) 2015. The patient had no symptoms related to the event. The issue was resolved. The patient status was reported as ¿alive-no injury¿. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).